Event description:
The customer stated that the insulin pump gave a motor error alarm during a bolus delivery. The customer's blood glucose at the time of the call was 496 mg/dl, and was treated with a bolus. Troubleshooting was performed, and the unit passed the displacement and self tests. However, the drive support cap was flush with the case. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.